Manufacturer narrative:
Uspaca 04oct2024: a fu emdr was filed. No additional FDA reporting is required at this time. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number 9038863. With the complaint, one photo was available showing the calcified stent. On 5th july, we haven't received the incriminated sample. Upon receipt it, this complaint will be reponed and updated. Checking the quality database revealed no anomaly in relation with the described product. Based on the above, this complaint is not confirmed as a product defect but is considered as possible event with the use of this kind of device.

Event description:
According to the available information stent encrustation and calcification has occurred in less than three months.

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information stent encrustation and calcification has occurred in less than three months.